Event description:
Boston scientific received information that the patient presenting to the clinic for routine follow-up. Upon interrogation it was noted that the right ventricular (rv) lead exhibited pacing lead impedance measurements of greater than 2500 ohms in the bipolar configuration. The pacing threshold measurement was stable and no noise was observed on the lead. The patient was asymptomatic. Since another manufacturer's device is less than one month to elective replacement indicator (eri), the physician opted to monitor the patient and address the lead issue during the normal battery depletion replacement procedure. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.